Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that diffuse lamellar keratitis with unknown stage (multiple patients involved) in the unknown eye of a patients, after lasik surgery. There are multiple related reports for this event. This report addresses the patient initials tw's left eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit, field service engineer inspected and verified system function. System meets alcon specifications per service installation record. Latest preventive maintenance performed. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was not performed as recommended every two hours; energy check was only performed during start-up. Logfile shows nineteen successfully performed treatments. The reported treatments could be identified in the logfile. The logfile shows that the beam control check for left eye was conducted about nine minutes before laser fired instead of immediately before firing. The beam control check for right eye was conducted about one minute before laser fired instead of immediately before firing. Treatment report and logfile shows a total suction duration of six seconds for the left eye, but it is actually thirty nine seconds. Treatment report and logfile shows a total suction duration of six seconds for the right eye, but it is actually thirty eight seconds. The documented suction value however is only for information and does not affect the treatment. This is a known anomaly and does not cause any risk to patient or influence the treatment. Treatment for left eye and right eye were finished successfully without any issue. The user operated surgeries within the recommended energy settings. No relevant deviation between planned and performed energy is detectable for the reported treatments. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause was identified as the product was found to be within specifications. The contributing factors of diffuse lamellar keratitis could be sterilization of instruments, surgical techniques, pre- and post-operative medications. The manufacturer internal reference number is: (B)(4).